Event description:
It was reported that the surgeon mixed the simplex in acm about 90 minutes, then inserted into the femoral canal with cement gun. The surgeon thought that the volume of the cement was not enough in the canal, then tried to remove the cement from the canal. At this time, he found that the cement set too quickly. The temperature of the operating room was 22c.

Manufacturer narrative:
An evaluation of the device can not be performed as the device was not returned to the MFR. If add'l info becomes available, it will be submitted in a supplemental report.